Event description:
It was reported that during ceolioscopy, the dia 5mm tungsten needle holder (cev738t5) broke in the patient. The mobile jaw broke and has been retrieved in patient's abdomen. There was a 15-minute increase in surgery time. It was reported that there was no consequence to the patient.

Manufacturer narrative:
The dia 5mm tungsten needle holder (cev738t5) was returned for evaluation: the device history record (DHR) for lot no. 1907470 reviewed and no anomalies that could be associated with the reported complaint were observed. Failure analysis: evaluation of the needle holder verified the complaint reported by the customer as valid. The mobile jaw was broken. The broken jaw was returned. There is a corroded area at the breakage zone, it suggests a crack before the breakage. Root cause analysis: it was determined that this issue may be due to bad adjustment of the tightening during the manufacturing operations or an excessive effort applied on the jaws during the use.